Event description:
During anal hemorrhoid banding endoscopy procedure, a shortshot saeed hemorrhoidal multi-band ligator with triview anoscope misfired during a procedure this morning.

Manufacturer narrative:
E1, f5: phone number: (B)(6). Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the hmbl-4-tri device of product lot involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all hmbl-4-tri devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for hmbl-4-tri of lot did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Review historical data: not applicable for use error complaints as per (B)(4) rev 031 - table 1 - investigation requirements. Instructions for use and/label review: it should be noted that the instructions for (ifu0030) states the following: "deploy band by slowly rotating spool downward until tension is released.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the additional information, it is known that the user spun the spool on the handle to forcefully and quickly. Image (clinical) review: clinical imaging was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. Instructions for (ifu0030) states the following: "deploy band by slowly rotating spool downward until tension is released.¿ from the information provided, it is known that the user spun the spool on the handle too forcefully and quickly leading to the bands misfiring. As per the email from the area representative, this was purely operator error to which has been discussed with the doctor. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. It should be noted that the additional information received on the 13th april 2026, pertains to a separate event and an additional complaint file has been initiated for this event ¿ (B)(4). Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, during endoscopy with dr rueben rajan, the shortshot's misfired during the procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, no adverse effects on the patient have been reported.